Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When doctor want to return to zero action, the display "no transducer detected"; unable to zero. Event occurred procedure, but no delays, back-up device used to complete.(B)(6) 2015 per affiliate, no adverse consequences.

Manufacturer narrative:
Additional information -- the sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal catheter wires were broken. The device was returned in a drainage tube, and based on the condition as received, no functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.